Event description:
It was reported to manufacturer a resident suffering significant mental and physical impairment rolled over and became entrapped between side rail and mattress. The bed alarm didn't go off, because pt never came completely off the bed. Alarm had gone off earlier in the evening. They checked on pt and pt was okay. During the next rounds, the nursing home staff found pt.